Event description:
It was reported that there was a mechanical failure. The hex wrench would not engage in the set screw and then the helix would not retract. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of mechanical anomaly was confirmed in the laboratory. Analysis found medical adhesive inside the set screw inset and on the thread of the ventricle connector block, impeding proper wrench operation.